Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their father experienced high and low blood glucose of 458mg/dl, 45mg/dl respectively after oral surgery. Customer states that after experiencing low blood glucose of 45mg/dl they corrected it with juice and glucose tablets then blood glucose went high to 458mg/dl. Customer declined troubleshoot for high and low blood glucose. Insulin pump will not be return for analysis.